Event description:
Pt stated that when he goes out and gets around a power substation in the transmission line, he tries to control the magnet but it turns on automatically. Pt said that it is dangerous because he does not know when this is going to do it and in what position. Pt sustained 2 injuries and stated that it is a shocking feeling when the magnet interferes with the program on the stimulator.